Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported that a system message displayed and the secondary energy was too low during a lasik procedure. Various energy check procedures were performed on the system and the procedure was able to be complete with no harm to the pt.